Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was over 500 mg/dl with a high level of ketones. The customer went to the emergency room (ER) and was treated with intravenous fluids. A pump system check was performed using the current supplies on the pump and the pump was found to be functioning as expected. It was not known if the pump supplies had been changed after the occlusion alarm. The customer left the ER with a bg level in the low 200's (below 240 mg/dl) and the customer felt "better".